Event description:
The surgeon implanted a 3-piece silicone lens model aq5010v and the haptic tore during insertion. The lens was implanted and removed without patient injury. The contact could not recall the model and lot numbers of the cartridge and injector used during surgery.